Event description:
This rv lead was implanted on (B)(6) 2013 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that there was a red alert for high right ventricular pacing lead impedance. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).